Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not received low battery alert prior to the replace battery alert. The customer¿s blood glucose level was unknown. The customer also stated that this was 2nd occurrence of did not receiving a low battery alert prior to the replace battery alert. The customer was also reported that the insulin pump had crack on the back of insulin pump from bottom. The location of damage was hair line crack on the back of insulin pump from top of bottom. The customer was advised that the insulin pump will need to be replaced and to discontinue the use of insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery now alarm or battery power loss alarm noted during testing. Device was received with cracked battery tube threads, cracked case along the side of the battery tube and faded serial number label. The information provided date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.